Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that there was damage to the metal battery compartment contacts. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed evidence of short battery life evidenced by voltage drop leading to a replace battery alarm (cs128) recorded on (B)(6) 2017. On examination, the battery cap was intact and fit on the pump properly for testing. On investigation, the pump powered on normally. However, investigation of the alleged short battery life issue was not able to be adequately completed due to an unrelated pump issue. The pump was received in a condition which made investigation of the alleged short battery life issue impossible. Examination of the pump¿s interior compartment revealed moisture corrosion affecting the printed circuit board and the motor flex (wire). Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.